Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer loaded cold insulin into the cartridge. Customer continued to use the existing cartridge. In addition, the customer experienced a low blood glucose (bg) level. Bg value not provided. Cause was unknown. Customer consumed carbohydrates to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.